Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, elevated metal ion levels, metal poisoning, metallosis, swelling, inflammation, damage to surrounding bone and tissue, and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to acetabular cup loosening, metal wear, and pseudocyst. The operative notes confirm that the cup and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, elevated metal ion levels, metal poisoning, metallosis, swelling, inflammation, damage to surrounding bone and tissue, and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01268 / 01269).

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and patient blood test results, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."